Manufacturer narrative:
The device was received by resmed and an evaluation was performed. The reported failure could not be reproduced. The pneumatic block assembly was replaced as a precaution. The device was serviced, cleaned, calibrated and tested before it was returned to the customer. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf133) related to pressure measurement. There was no patient harm or serious injury reported as a result of this incident.